Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: the boluses in the pump history were correctly calculated and matched the total daily dose history with no discrepancies observed. A 10u audio and 10u normal bolus were manually performed and both were accurately recorded in the bolus history and the bolus total daily dose history correctly showed 20 units. The original complaint could not be duplicated or confirmed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings issue. The reporter alleged inaccurate delivery claiming that the bolus totals and the total daily dose boluses did not add up correctly and did not match. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.